Event description:
The event involved a chemoclave® vented bag spike where it was reported the device leaked from the joint between "the blue and white" during infusion of herceptin. There was patient involvement reported, but no harm.

Manufacturer narrative:
The device is available for evaluation; however, has not yet been received. Additional reporter: (B)(6) .

Manufacturer narrative:
Two (2) photos were returned showing leakage between the connection of the blue clave to the bag spike. Received one (1) used ch-14 and various mating devices for inspection. The clave on the ch-14 was partially broken from the bag spike. The area of the break was examined, and cold form damage was found on the white plastic. The reported complaint can be confirmed. The probable cause is due to an unintentional external force during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9: date returned to mfg: 5/12/2025.